Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm nc emerge balloon catheter was selected for use; however, during insertion, the device fractured. The procedure was completed with a non boston scientific device. No complications were reported.